Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was not duplicated. The pump in overall good condition. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the device was showing cassette not attaching warning and was present in the event history logs (ehl). The only way to proceed was to push the cassette into the pump. Event occurred during start up and programming, and there was no patient involvement.